Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s ins worked for maybe a day or 2 (B)(6) 2018) and then was not working. The patient noted it was not working because it was a quarter of an inch off the nerve. They stated that on (B)(6) 2019, the healthcare professional (hcp) took out the ins from the left and put a new ins on their right side. (Note: per manufacturer¿s device registry, it appears that the lead was replaced and not the ins. Follow up was conducted for clarification). There were no further complications reported or anticipated.